Manufacturer narrative:
The report of a pump stoppage could not be confirmed. The data log file retrieved from the returned system controller captured data from (B)(6) 2016. Review of the log file information showed that a driveline fault alarm became active on (B)(6) 2016 at 6:47 pm and remained active until the driveline was disconnected at 7:15 pm and the system controller was powered down. The events recorded in the log file showed that the pump operated above the low speed limit throughout the log file even when the driveline fault alarm was active. Review of the submitted system controller log files also confirmed multiple driveline fault alarms. The evaluation of the returned pump confirmed damage to the driveline which could have resulted in the driveline fault alarm captured in the log file. The pump was returned with the percutaneous lead (lead) cut into 4 segments. Electrical continuity testing was performed and it revealed that the yellow wire had an open circuit. Visual examination of the lead revealed that yellow wire was completely fractured underneath the outer layers of the previous distal end percutaneous lead repair site. The evaluation could not conclusively determine the cause of the fracture or when the fracture occurred. The pump operates on a three phase motor and each phase is powered by redundant wires. The system controller monitors the current in each of the redundant wires to detect open circuit conditions. If the yellow wire was fractured while the pump was operating, the system controller would have activated the driveline fault alarm, consistent with what was recorded in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 5 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a pump stoppage event occurred. A compromised percutaneous lead was suspected. The patient was asymptomatic. The customer requested a percutaneous lead repair, however, the repair was not possible due to a previous repair being too close to the exit site. On (B)(6) 2016, it was reported that the patient's pump was exchanged.